Event description:
The lens was removed and replaced with a monofocal lens due to the inability of the pt to adapt to the multifocality of the lens. Pt was experiencing halos and glare a known and labeled possible side effect of multifocal lenses.

Manufacturer narrative:
Lens was discarded by the account. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a know possible side effect of multifocal lens implantation.